Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced diabetic ketoacidosis. Blood glucose reading was 170 mg/dl at the time incident. Customer declined troubleshooting for diabetic ketoacidosis. The insulin pump will not be returned for analysis.